Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, while checking the patient for a magnetic resonance imaging (MRI), this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a battery depletion (bd) alert. Engineering analysis determined that this was caused by extended magnet exposure. Technical services confirmed that the bd code can be cleared. The patient should go to the clinic to have the device interrogated. No adverse patient effects were reported. Currently, this s-ICD remains in service.